Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment and intermittent power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 5/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 5/06/2016 with the following findings: a review of the pump¿s black box data showed several unexpected pump reboots. The battery compartment and the returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The bolus button cover was torn and exposed the white slug contact. A leak test was performed and failed due the bolus button leak. There was evidence of moisture ingress observed on the display screen inside the pump. The pump powered on with auditory and vibration alerts to a blank screen. The pump¿s cover was removed and further moisture corrosion was found to the printed circuit board on the keypad flex/connector, power circuit/flex, and to the display flex/connection. The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24-hr basal program. The cartridge cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.